Manufacturer narrative:
Date sent: 07/12/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that when the customer removed the device from the package, the plastic sheath that is over the metal sheath was cracked and loose. Another instrument was used to complete the procedure with no patient consequence.